Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Additionally, it was reported that an altitude alarm intermittently occurred while the customer was not outside of the labeled operating altitude range. Reportedly alert was cleared prior to customer technical support troubleshooting and insulin delivery was resumed. Customer¿s blood glucose level was 320-334 mg/dl.